Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardioverter defibrillator (ICD) exhibited premature discharge of battery. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
D6a - date of implant should have added as (B)(6) 2025.